Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his sensor and blood glucose readings were off. Customer's blood glucose level was 48 mg/dl but his sensor glucose reading was 148 mg/dl. The insulin pump alarmed calibration error. The customer treated his low blood glucose level with food. The customer also experienced a blood glucose level of 294 mg/dl and treated with the insulin pump. The device was not returned.